Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation that caused him to momentarily lose feeling in his right let and fall. As a result, the patient deactivated stimulation. Follow-up revealed the patient plans to meet with an sjm representative to be reprogrammed due to also receiving stimulation in an unintended area.